Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert triggered due to sic (sensing integrity counter) count and hrnst (high rate non-sustained tachycardia) episodes on the right ventricular (rv) lead. Intermittent oversensing of one beat was seen on hrnst egms (electrograms). It was also noted that there was rv lead impedance variation and noise. The rv lead remains in use, but a lead revision procedure is scheduled to take place in three days. No patient complications have been reported as a result of this event.